Manufacturer narrative:
Device is combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary treatment procedure a fracture occurred. The target lesion was located in an unspecified calcified vessel. "The stent shaft was fractured during the case." The 2.75x12mm ion stent was removed and the procedure was completed successfully with another ion stent with no harm to the patient. No patient complications were reported, and patient status was listed as ok.